Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv, lead integrity alert (lia) were met, pacing capture threshold in the rv was elevated, and oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, 5 episodes with v-v intervals greater than 220 milliseconds from (B)(6) 2015 to (B)(6) 2016; 672 ventricular sic since last session 41 days ago. Lead failure predictor triggered on (B)(6) 2015 for ventricular sic and non-sustained tachycardia episodes. Rv capture threshold varies from 0.375 and 2.5volts between (B)(6) 2015 and (B)(6) 2016. Concomitant product: lnq11, icm, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during use right ventricular (rv) lead, lead integrity alert (lia) triggered for ventricular tachycardia (vt) non sustained episodes and high short interval counts (sic). It was also reported that the rv exhibited elevated threshold and intermittent double counting. Adjustment to rv programmed settings were made, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.